Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted at 2:00am est on 11/05/2025. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted at 2:00am est on 11/05/2025. The cns powered back up on its own. Another cns with the same issue was previously reported in ticket # 242729. He also mentioned that the software on this cns was recently upgraded from version 02-23 to 02-26. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/06/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 11/12/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 11/19/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.